Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to unsuccessful revision procedure. The physician had difficulty advancing the leads due to existing scar tissue; there were issues with the lead getting fractured and a broken contact getting stuck in the ipg. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30cm) model#: sc-4316 lot #: 16868697 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be replaced.